Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. An x-ray was performed and no anomalies were observed. The ra lead was capped and replaced to resolve the event and the patient was in stable condition.